Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device and also the patient is having nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In section b5, the manufacturer was previously contacted alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device and also the patient is having nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. In this follow-up, section b5 will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path as well as having nasal/throat irritation or soreness, dry mouth. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b7 was previously updated with the information that the patient has malignant hypertension, epilepsy or seizures. In this follow-up, section b7 will be: the patient has malignant hypertension, epilepsy or seizures, and had head benign surgery. Section g3 has been changed. In section h6, health effect-clinical code is changed from 2396-4464 to 2396 - 4464 - 4485.